Event description:
It was reported that the user interface membrane was noticed to be lifted on the backup system controller in the operating room. The controller was swapped out for another one.

Manufacturer narrative:
A1-a4: no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s user interface (ui) membrane being lifted was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller, serial number (B)(6), revealed that the ui membrane was slightly lifted near the display button. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The downloaded system controller log files did not indicate any issues with the returned controller. The reported event of a lifted ui membrane on the system controller was confirmed, a corrective action was initiated to investigate this issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.